Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. Both the high-resolution stereo viewer (hrsv) monitors were analyzed, and the reported failure was confirmed/replicated. When the units were installed onto pca system, video had no image. The personality module surgeon console (psmc) was analyzed, and the technician was able to replicate the reported failure by using in-house testing equipment. The pmsc module was installed into the equipment for functional test. After the system boot-up all input/output video were checked, and it was confirmed that vision on the left video output did not work. As a result, both scl boards will be replaced. The complaint regarding loss of left eye image was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting loss of vision in left eye, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced both high resolution stereo viewer (hrsv) monitors (to match the serial number) and the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci products involved with this complaint to perform failure analysis. The complaint regarding loss of left eye image was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue. This is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure (after port placement) due to the loss of vision in the left monitor on the surgeon side console (ssc).

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was loss of vision in the left monitor in the surgeon side console (ssc). The technical support engineer (tse) confirmed with the caller that the output of the left and right channel was visible on the external monitors. Even when the ssc was put into 2d mode there was no image in the left eye. The caller stated that the surgeon was left eye dominant, and the procedure was aborted post-anesthesia and port placement, until the repair could be completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.